Event description:
It was reported that a post coronary artery bypass graft (CABG) patient presented with chest pain and was referred directly for catheterization. After a normal diagnostic cath, a femoral angiogram revealed that the access to the right femoral artery (rfa) was above the bifurcation at the inferior border of the femoral head with no visible plaque in the fra. The angio-seal deployment was unremarkable until the device was pulled upward in the "seal step. As the suture spooled out half way through the pullback, the suture gave way 3-4 centimeters (cm). The physician thought that the suture broke, however when the suture was grasped at the distal tip of the sheath, the sheath did not detach so the suture was intact. Upward tension was applied on the suture, the compaction tube was grasped and advanced down the suture. Although the surgeon felt he had pulled up with adequate tension, he did not feel as if the compaction tube would advance as far as it should have. No black compaction marker was visible. Hemostasis was not obtained and manual compression was held for 15 minutes. Hemostasis was obtained; however, a hematoma was forming. Another 15 minutes of manual compression was held. The patient had no complaints other than pain at groin where pressure was performed. When pulses were checked, the dorsalis pedis and posterial tibial were absent, and the popliteal was weak. All three pulses had been 2+ prior to the procedure. The patient then said his groin was beginning to feel a little numb. Access was obtained in the left femoral artery (lfa) for the purpose of angiography of the rfa. A 75-80% obstruction in the rfa was visible at the superior border of the femoral head, significantly above the original entry site. There was good flow through the remaining lumen. The obstruction was ballooned, and it responded well. The patient was moved to another procedure room so that a runoff down the leg could be done to further investigate the loss of pulses. There was an obstructive clot in the mid superficial femoral artery (sfa). Heparin and reopro were started. Once wired, flow was restored in the sfa, however runoff angiography revealed no flow in all three vessels below the knee. Three angiojet along with thrombectomy catheters were used, facilitating removal of a high volume of clot burden. When pulses were not restored, the patient was taken to surgery. The anchor was found intra-arterial at the arteriotomy. The collagen and suture was found in the subcutaneous tissue. A large ulcerated plaque, shallow, but lengthy, was evident proximal to the arteriotomy. Fogarty catheters were used to evacuate the clot. A dacron patch was applied at the ulcerated plaque. After surgery the patient had 2+ in all three pulses. Family shared that multiple family members had experienced clotting in their legs, both arterial and venous, in some cases resulting in amputations. This patient has been referred to hematology for a work up to identify if a hypercoagulable state exists. The physician is in the angio-seal training process.

Manufacturer narrative:
The 6f angio-seal vip hemostasis sheath and carrier tube assembly were visually inspected and functionally tested. The carrier tube assembly had been fully inserted into the hemostasis sheath and was in the full rear-lock positon. Multiple cuts were noted in the sheath and carrier tubes consistent with the written statement on the packaging. The device was partially disassembled. The overall suture condition was consistent with an initial suture cut at the sheath distal tip, followed by cutting of the sheath and carrier tubes with subsequent proximal displacement of the suture within the carrie tube. Further disassembly revealed that the suture had been fully extracted; no visual anomalies were noted. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. There was no evidence found to suggest the event was caused from an intrinsic defect in the product, as supported by the analysis performed. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal IFU states that if thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of ths may include thrombolysis, percutaneous thrombectomy, or surgical intervention.